Manufacturer narrative:
Correction to section a, updating patient middle initial and birth date.

Event description:
It was reported during unrelated right ventricular (rv) lead revision that the atrial lead was adhered to the rv lead and had to be explanted with it. The atrial lead was successfully replaced. There were no patient consequences.